Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the pencil self activated continuously during the surgery. There was no injury to the patient. They finished the surgery with another pencil.

Manufacturer narrative:
(B)(4). Date of follow-up report: 09/15/2016. Evaluation of the incident device confirmed the reported condition. Testing found the coagulation button did not properly snap back to the off position resulting in self activation. This was due to the switch inverting, causing it to not return to the un-depressed position. This was caused by the power bus becoming unseated from the switch base which occured during sterilization. The investigation identified the root cause of the reported event to be improper sterilization of the device. Review of the customer¿s sterilization records revealed the customer used vacuum assisted steam sterilization to sterilize the e2100 pencil. According to the instructions for use (IFU) when using vacuum assisted sterilization the steam cycle should only last for 4 minutes. The customer's records show the steam sterilization cycle lasted 20 minutes. Sterilizing products outside of the recommended methods can result in issues with the switch assembly of the device. The IFU provides temperature ranges and durations for approved sterilization methods. Vacuum assisted sterilization should take 4 minutes. Manufacturing non-conformance records were reviewed and no entries pertinent to the report were noted. The product was released meeting all specifications.